Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported: leakage. Event description: spinocan failure presents leakage when connecting to syringe, which makes blocking difficult. Increase in dosage to compensate for medication leakage. Detection time - during service provision add info received on 10 sep 2025: the sample due to contamination was eliminated. The syringe is not bd brand.

Manufacturer narrative:
We received a report of leakage involving our device. One video was provided to our quality team for evaluation. In the footage, the first puncture shows no leakage; however, after removing and reconnecting the syringe, leakage becomes visible. It was noted that the syringe used in the video is not a bd-manufactured product. To assist with the investigation, we requested the syringes used in the procedure, unfortunately these were not provided. A device history review was performed for lot 2406029 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Retained samples of the same lot were used for additional evaluation. The product was visually inspected, no damage or defects were observed on or near the luer connection. Functional testing was performed, connecting the needle to a syringe. Liquid was able to pass from the syringe through the needle and no leakage was observed. Product is visually and functionally tested throughout manufacturing according to procedure, verifying all critical dimensions are within specification. Testing results for lot 2406029 verified product met all required limits. Based on the available information and without the physical samples, we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.